Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient stated during the night while she was sleeping the cgm had signal loss and their low glucose level was not detected. She was in a hotel with a friend who called an ambulance. By the time emergency medical services (ems) arrived her body temperature had dropped to 93 degrees, and later dropped to 84 degrees. She was taken to the emergency room (ER) and had to have cardiopulmonary resuscitation (CPR) performed. The ER wanted to admit her overnight, but she refused so they discharged her after several hours. At the time of the report she stated she was in fair condition. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.